Event description:
It was reported that when the intra aortic balloon was inserted it would not unwrap or inflate. This was the second intra aortic balloon inserted and it too was removed. The insertion of a third intra-aortic balloon was successful. There were no pt complications.